Event description:
On 6/5/91, device was implanted. On 1/10/92, the pump and pump assembly were implanted. On 10/17/96, the pump and pump assembly were reimplanted. On 10/31/96, the pump, pump assembly and balloon were removed from the pt and replaced due to fluid loss connection to control device came loose.